Event description:
During a laparoscopic cholecystectomy, the surgeon used hem-o-lok ml endo5 applier to ligate a cystic artery. After the clip was closed on the artery, the applier jaw would not reopen to release the clip. The surgeon used two other metal clips on each side of hem-o-lok clip, and then cut the cystic artery vessel to remove the applier and clip from the pt. There was no further complication reported after the surgery completed.